Manufacturer narrative:
The reported event was patient death due to cardiac arrest. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests of the lead did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were removed due to the patient's death. The cause of death was cardiac arrest. The products were returned without allegation of malfunction. Further information was requested but not received.